Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited high battery impedance. No intervention was performed at this time. The patient's condition was stable.

Event description:
New information noted that the patient presented clinic for follow-up. The device continued to exhibit abnormal battery impedance. No intervention was performed at this time.